Event description:
In 2007, pt as part of research study rec'd a shelhigh aortic valve. Approx three months and a week later, pt was transferred to our facility for treatment of possible infected aortic valve. The following month, pt taken to the operating room for replacement aortic valve and aortic root replacement. Dates of use: three months and a week in 2007. Diagnosis or reason for use: aortic stenosis.